Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she had low blood glucose several times. The customer was taken to the hospital by the ambulance. The customer stayed there for several hours and then she was released. Troubleshooting was performed and the programming in the insulin pump was correct. No further information was provided.